Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using auto-disable syringe, 0.5ml bd soloshot¿ ix a needle broke. The following information was provided by the initial reporter: needle bifurcated, sharpness of the needle is an issue as well, it release air bubble into the vial.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 306398 and lot number 2106463. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, four picture samples and three affected physical samples were returned for evaluation by our quality engineer team. Each of the physical samples had the clip already activated. One of the syringes displayed a cannula point which was not well formed (needle bifurcated). The pictures provided also show a not well-formed cannula point as well as a syringe with a broken plunger. In regards to the cannula damage, the manufacturing plant is provided with closed cartridges of cannulas which are directly introduced into the assembly machine. Afterwards, an inline camera system inspects all needle points and rejects any defects identified. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.

Event description:
It was reported while using auto-disable syringe, 0.5ml bd soloshot¿ ix a needle broke. The following information was provided by the initial reporter: needle bifurcated, sharpness of the needle is an issue as well, it release air bubble into the vial.